Event description:
It was reported that left bundle branch block (lbbb) occurred. A 27 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. A large lotus introducer was placed. The 27 mm lotus edge valve was advanced to treat the aortic valve. During valve deployment, and electrocardiogram(ECG) revealed left bundle branch block. The valve was successfully deployed. Follow-up observation was performed post procedure. The patient was discharged from the hospital with left bundle branch block.